Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at output window; the metal cap exhibits signs of crystal deposits on surface; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the outer flow tubing exhibits minor scratch marks, and mild contamination, likely biologic. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 4 minutes, 21,000 joules while using the surgical fiber during a prostate procedure, the laser kept going into standby and a "please change fiber" error message was received. The case was completed using an alternate procedure, as no additional fibers were available. Patient outcome: "fine" - there was no injury reported.